Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward. It was reported that the patient's blood glucose level rose to 400 mg/dl. The pod was removed and the cannula was reported to appear normal. The pod was worn between 5 and 24 hours. There is no information available regarding treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.